Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 7/3/2025, an FDA medwatch notification was received via email. A facility representative reported that two ar-8737-38 driver shaft tips broke intraoperatively while in use on a patient. All broken fragments were successfully retrieved and confirmed via clear radiographic imaging. No harm to the patient was reported. Additional information received on 7/14/2025: the patient underwent a left triple arthrodesis. The procedure was completed without any further issues, and there was no delay in surgery. No additional anesthesia was administered.

Manufacturer narrative:
Additional information: g3, h3, h6. Complaint allegation is not confirmed. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. Per dfu-0023-eo e. Inspection and maintenance 1. Arthrex non-sterile devices are precision medical devices and must be used and handled with care. Inspect the devices for damage prior to use, and at all stages of handling thereafter. If damage is detected, do not use the device prior to consulting the manufacturer for guidance. The most likely cause of this failure is attributed to wear and tear damage incurred over repeatedly torquing/engaging the driver within the screw head and extended use in the field. Manufacturing date 2020.